Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that a l5/s1 posterior instrumented fusion was performed on (B)(6) 2015. A previous surgery was performed on an unknown date during (B)(6) 2014. The implant (syncage lr 19mm) had subsided in l5 end plate and could not be removed. Surgeon provided additional posterior fixation with viper 2 system cortical fix screws. Patient outcome was positive and the surgeon was able to provide posterior fixation. It was determined after an internal review by synthes clinicians and an x-ray evaluation performed by the synthes medical director that the x-ray provided by the reporter shows cage at l5s1 level and an anterior plate and two screws. The x-ray evaluation revealed that the one level anterior plate and its l5 screw are pulling out from the l5 body (the s1 screw may also have pulled out). The unknown anterior plate and two screws were added to this complaint in addition to the previously reported cage. This report is for one unknown anterior l5 endplate. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by the reporter. Date of (B)(6) 2015 event relates to when the surgeon could not remove the implant, not when the implant receded into the plate. The date of unintended movement of the implant into the plate and the back-out (migration of the plate and screws) is unknown. This report is for one unknown anterior l5 endplate. Implant date was reported as an unknown date in (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.